Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the patient received inappropriate shock delivery due to oversensing in the ventricular channel. Furthermore, a low pacing impedance was observed.during the surgery it was reported that the insulation was found damaged. The lead is now inactive.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 30th of july 2024 and 26th of march 2025 recorded an initial stable pacing impedance of 500 ohms with a sudden drop to <200 ohms since the beginning of march. Furthermore, a fluctuating shock impedance between 75 ohms and 90 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. The provided pictures can confirm a damaged insulation of the lead body. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.